Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The 1841 ventricular- sensing integrity counter (sic) since last session 1.8 days ago. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 594 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate therapy due to noise from their right ventricular (rv) lead. Additionally, the lead had sudden high impedance. The patient said that they did housework and then forced their arm before receiving shocks. The lead was reprogrammed and later the whole system was removed from the patient and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.